Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of air/water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the gastrointestinal videoscope had no air flow from the air/water system. The device was returned to olympus medical for evaluation. During evaluation, foreign material was found clogging the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
When the foreign material was identified, olympus medical requested additional information on the customer's reprocessing practices. The customer stated the device was cleaned, disinfected and sterilized prior to return to olympus medical. The customer could not identify the source of the foreign material and stated there were no abnormalities in accessories used for reprocessing. The customer could not confirm any further information on precleaning or how the air/water nozzle was cleaned. Device examination showed the connecting tube was wrinkled and the bending section cover adhesive, switch box, and connecting tube were scratched. Functional testing identified that the bending angle in the up direction did not meet with specifications and the up/down knob had excess play. Both of these issues were caused by a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.